Manufacturer narrative:
The service history record was reviewed. The device has been returned for service within the past two years but for a different failure mode. An evaluation of the kangaroo pump was performed, and the reported issue could not be confirmed at this time. The unit was functional during evaluation but was serviced by updating the software and replacing the following: the power connection label due to opening the unit, the rotor as the rollers were stuck, the db9 cover as it was missing, the out of date battery, the damaged back housing and the damaged power supply. In addition, the bump, hinge label, vinyl foot, tyvek vent, and serial number label were all replaced due to the back housing replacement. No further actions are required at this time. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the device had a failed rate accuracy. Additional information was received stating that the issue happened during testing. They stated that over the course of a 30ml requested volume at a 150ml feed rate, the device delivered more than 35ml. There were no further details provided.